Event description:
It was reported that the patient¿s pump was disconnected; the catheter got ¿pulled out from the pump one other time before¿. The timeframe of this past disconnect event was not specified. Please refer to manufacturer report #3004209178-2013-20925 for the current disconnect event. The device system was currently used to deliver lioresal however the medication at the time of the event being delivered was not specified. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).